Event description:
It was reported that a chemo lock syringe adapter was found to have disconnected during patient use. The report stated that mtx infusion disconnected at the chemo lock (IV tubing disconnected from chemo lock ad, both chemo locks remained connected to the patient). 10 ml was estimated to be lost in the bed/sheets and some direct contact with the patient. The patient showered at the time of discovery and the skin was well cleansed, no documentation of local reaction to contact with chemo, and approximately 30ml of chemo was lost in the intravenous (IV) tubing when re-circle primed, with total drug loss of approximately 40 ml. Total bag volume is 416 ml, less than 10% loss so no additional interventions. The event happened at haematology/ oncology (5d room# 7). There was patient involvement and no adverse event.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.